Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Pt attended theatre for washout of shoulder and insertion of PICC line at same time. PICC inserted but guidewire left in-situ. Nursing staff on ward identified inconsistencies with the PICC and asked for review. Guidewire removed but PICC leaking therefore, removed. Pt to attend theatre for a new PICC. "Clinicians were unaware that the guidewire was left in-situ."